Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that, "dr. Called me this am to inform me that the tupic head connecting the oasys midline plate to the rods are toggling and causing swelling and other significant medical issues for the patient."